Event description:
It was reported that during a percutaneous intervention a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed lesion was located in a moderately tortuous unknown artery. The maverick xl 5.5 /15/153 balloon catheter was selected for post-dilation and advanced to the target lesion. The balloon was inflated once and ruptured at 9atm. The balloon was removed intact and the procedure was completed with another maverick xl 5.5 /15/153 balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: as the device was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).